Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was inflated with a syringe in order to check the cuff prior to use but felt resistance at a different interval from usual. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed, air was applied to the cuff using a syringe and it was observed inflation was difficult and deflation was hard, it was noticed the air has difficulties to get through the inflation system in the area where the inflation line is inserted into the tube. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.